Manufacturer narrative:
The insulin pump had an auto off alarm functions properly. The device passed displacement test,rewind and basic occlusion test. No motor error alarm noted. Device was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. Unit had a severely scratched display window, scratched case, cracked reservoir tube lip,broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was performed. The device was returned for analysis.